Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0209493932, implanted: (B)(6) 2015, product type: lead; product ID 3389-28, lot# 0209483590, implanted: (B)(6) 2015, product type: lead.

Event description:
It was further reported that the patient was implanted on (B)(6) 2015 but externalized second stage was on (B)(6) 2015 deep brain stimulation (dbs) target ppn. The problem was seen on contact 2. The 40cm lead was usually implanted in the right brain and the 28cm lead in the left brain. The impedances were once the extensions and implantable neurostimulator (ins) was implanted. It was determined that there was an issue with the lead once the high impedance was observed. The extensions were disconnected and swapped around to see of the impedance issue would change sides; this was how they highlighted the lead was the issue. The impedance measurements were: c<(>&<)>2 40,000ohms; 0<(>&<)>2 40,000ohms; 1<(>&<)>2 40,000ohms; and 2<(>&<)>3 40,000ohms.

Manufacturer narrative:
Concomitant products: product ID: 3389, implanted: (B)(6) 2015, product type: lead. Product ID: 3389, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was operated on today and upon checking impedances at the end, it showed high impedances with contact 2 more than 40,000 ohms. Impedance testing was performed. The cables were switched on the implantable neurostimulator (ins) with same results on same contact. This meant that there was a defect on the third upper contact of the electrode. It was also noted that the patient's lead that was implanted on (B)(6) 2015 had high impedances with specific value not known. The issue was with the leads and electrodes. Both leads remain implanted in the patient. No patient symptoms or complications were associated with this event. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.